Event description:
During ercp (endoscopic retrograde cholangiopancreatography) a biliary stent was placed in the common bile duct successfully, but with difficult deployment of the stent. During deployment a small round handle at the end of the guide wire broke off.